Event description:
Initial reporter indicated that the vns pt was experiencing "tingling sensations" on the "left axilla." The device was turned off. Reporter indicated that surgery is planned. Good faith attempts are being made to obtain add'l info.